Event description:
Correction to b5 of the initial report: it was reported that the connecting tube was damaged. The issue occurred during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5. Additional information: h3, h6, h11. The device was not returned to olympus for inspection; however, a field service engineer evaluated the device on site and confirmed the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event was caused by external stress being applied to the lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. As to a cause of the external stress, the user likely applied force towards the incorrect directions. The event can be detected/prevented by following the instructions for use which state: 9 preparation and inspection chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service and support technician went to the site to inspect the machine. Once onsite, the technician updated the machine's software version and performed a relieve valve pressure adjustment according to the technical guide. Additionally, an electrical safety test was performed. A full cycle was ran and there were no error codes or leaking components, so the machine was left ready to be used. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the reprocessor required an air pressure adjustment. There were no reports of patient harm.